Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon repositioning the right ventricular (rv) lead at multiple implanted locations, the physician felt that torque had built up in the rv lead. Despite multiple attempts to implant and re-implant the rv lead, the outer insulation of the lead developed a spiral appearance. It was noted that the rv lead exhibited high pacing impedance and a high capture threshold. The physician suspected that the rv lead had been damaged. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.